Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen froze intermittently. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that bottom half of screen wasn't working properly. The customer attempted to calibrate the touchscreen and observed that the bottom half of screen was giving a bad touch error message. The rse informed the customer that the manufacturer recommends replacing touchscreen. The rse provided the customer with parts ID and pricing for a replacement touchscreen. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor will handle the service call/incident. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.